Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that approximately 2.5 months after implantation, they had to perform a second repair of a PICC line after its violet hub broke off of the tubing, resulting in a leak. The line was replaced with another device. No part of the device was left inside the patient, and there were no further injuries aside from the additional replacement procedure.